Event description:
It was reported that the zimmer ats 3000 tourniquet had over pressure on one side, and it ran but there was a bad contact. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was mfg on 09/17/2012 and has no previous repair history at zimmer surgical. Evaluation of the device observed no failures and the device met functional specifications. The cause of the reported issue is unk. The device was recalibrated and returned to the customer.